Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The customer contact reported the patient was being treated for an unspecified decrease in blood pressure. At 1915, the device was programmed to deliver a normal saline bolus and the delivery was started. No specific programming parameters were provided. The customer contact reported the device immediately alarmed for proximal occlusion. At that time, the nurse removed the tubing set from the device and delivered the normal saline bolus by gravity flow. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was not notified. No medical interventions were required. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing for appropriately sounding an audible alarm tone when a proximal occlusion was present. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).